Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer¿s reported problem, the device dosage is outside of 6% was not duplicated. Performed three accuracy tests, the pump was found to be delivering within manufacturing specifications. Device passed all functional and delivery tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device dosage was outside of 6%. There was no patient involvement, and no harm/adverse event reported.